Manufacturer narrative:
Pt involved in this incident died on 1/24/97. According to this pt's physician, heart failure was the cause of death. In a local newpaper, this pt's dr said "th mysterious illness after dialysis (on 9/18/96) was unrelated to her death."

Event description:
Facility alleged a blood leak occurred on a dialyzer two hours and 47 minutes into treatment. The blood leak was detected by a blood leak alarm, no visual blood in the dialysate. Dialysis was discontinued and blood returned to the pt; therefore no blood loss occurred. Blood pressure stable. The dialysis treatment was resumed with another dialyzer and completed with no adverse symptoms noted prior to the pt leaving the dialysis unit on 9/18/96. The next morning (9/19/96), the pt complained of headache, dizziness, nausea, vomiting, and hearing loss. The pt's eyes were red and she complained of vision problems. The facility has reported that the dialyzer involved in the blood leak incident had been discarded and there are no dialyzers from the same lot number available.